Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolutfx delivery catheter system (dcs); product ID: d-evolutfx-2329; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: 9612164. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was fully deployed relatively shallow but was considered within acceptable limits at 1/2 mm non-coronary cusp (ncc) and 3 mm left coronary cusp (lcc), due to arrhythmia and patient instability during the earlier portion of the procedure. There was large nodular calcium in the annulus and left ventricular outflow tract (lvot), and heavily calcified leaflets, which necessitated a post-implant balloon dilation to address paravalvular leak (pvl) and contributed to balloon position instability. During dilation, the balloon moved aortic, which embolized the implanted valve into the ascending aortic arch. Surgery was required to remove the valve from the ascending aortic arch. The patient was reported to be stable post-operatively.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was fully deployed relatively shallow but was considered within acceptable limits at 1/2 mm non-coronary cusp (ncc) and 3 mm left coronary cusp (lcc), due to arrhythmia and patient instability during the earlier portion of the procedure. There was large nodular calcium in the annulus and left ventricular outflow tract (lvot), and heavily calcified leaflets, which necessitated a post-implant balloon dilation to address paravalvular leak (pvl) and contributed to balloon position instability. During dilation, the balloon moved aortic, which embolized the implanted valve into the ascending aortic arch. Surgery was required to remove the valve from the ascending aortic arch and a non-medtronic valve was implanted. The patient was reported to be stable post-operatively.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolutfx delivery catheter system (dcs); product ID: d-evolutfx-2329; lot: 0013298788; UDI: (B)(4); manufactured date: 2026-02-17; use by date: 2028-02-17; implant date: n/a; FDA site ID: 9612164. Image review: one media image and two still images related to the event described above were provided. No computed tomography (CT) imaging was submitted for anatomical assessment, and no fluoroscopic valve load inspection was provided. It was reported that the valve was deployed at a relatively shallow depth but was considered within acceptable limits, specifically approximately 1¿2 mm at the non-coronary cusp (ncc) and 3 mm at the left coronary cusp (lcc). Per the medtronic instructions for use (IFU), the target deployment depth is 3 mm, and recapture should be considered if the implant depth is =1 mm or >5 mm, as deployment outside these parameters may increase the risk of valve dislodgement. No objective evidence was provided to confirm implant depth; therefore, valve depth cannot be independently verified. The available evidence does indicate that post-dilatation was performed, during which balloon inflation resulted in valve dislodgement into the aorta. According to medtronic best practices, a dislodged valve should be snared and stabilized during implantation of a second transcatheter aortic valve (tav). It was reported that surgical intervention was required to remove the dislodged valve from the ascending aortic arch. However, two images were also provided depicting a tav implanted at what appears to be the annular level, with the evolut valve visualized in two different positions within the aorta. The relationship between these images and the reported surgical retrieval is unclear based on the documentation provided. Updated b.5, h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 2 pre-dilations were performed and it was reported that the balloon was unstable during inflation upon post procedure reflection. Ventricular fibrillation was noted during 80% deployment in the cusp overlap view. The paravalvular leak (pvl) was assessed to possibly be mild-moderate. Deployment started at the bottom of the pigtail.